Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a perclose device relative to an interventional procedure. Reportedly, a 14fr dryseal was successfully placed, and valve loading commenced. After performing pre-implantation balloon aortic valvuloplasty (prebav), the 14fr dryseal was removed and replaced with a flexnav, but it failed to cross the common iliac artery (cia). It was removed, and the cia was treated with plain old balloon angioplasty (poba). The flexnav was reinserted, but again failed to cross the same location. Intravascular ultrasound (ivus) and other procedures were performed, and a stent was placed in the left cia. After post-poba was performed, it was confirmed that the stenotic area had a vessel diameter of approximately 8mm, and the procedure was completed. A perclose device was attempted to close the artery; however, it was unsuccessful; therefore, surgery with local anesthesia was performed. It was found that intimal detachment and dissection from the distal stent to the puncture site occurred, preventing the perclose device from achieving hemostasis. The vessel was repaired with a synthetic graft. Hemostasis was achieved via surgery. The physician believes that intimal detachment and dissection were due to severe calcification, repeated device insertions and poba in the abnormal tissue lesion. There was no reported adverse patient sequela. Subsequent to the initially filed report, the following additional information was received: sheath size at start of the procedure was a 7f. Two prostyle devices were used for pre-close. It was confirmed that there were no issues deploying the prostyle. The knot was successfully advanced to the vessel wall and tightened; however, it failed due to the intimal dissection and detachment. It was also reported that the prostyle device did not cause or contribute to the intimal dissection/detachment, and hemostasis was ultimately achieved with surgery during repair of the dissection. No additional information was provided.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. B5: describe event or problem updated. D1: brand name updated from unk perclose to perclose¿ prostyle¿. D4: model and catalog number updated from unk perclose closure to 12773-02. D4: lot number updated from unknown to 4061141. D4: primary UDI number updated from (B)(4). H6: health effect - clinical codes 4559, 3160 removed; 4582 added. H6: health effect - impact codes 4641, 4624 removed; 2199 added. H6: medical device problem code 4001 removed; 3189 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a perclose device relative to an interventional procedure. Reportedly, a 14fr dryseal was successfully placed, and valve loading commenced. After performing pre-implantation balloon aortic valvuloplasty (prebav), the 14fr dryseal was removed and replaced with a flexnav, but it failed to cross the common iliac artery (cia). It was removed, and the cia was treated with plain old balloon angioplasty (poba). The flexnav was reinserted, but again failed to cross the same location. Intravascular ultrasound (ivus) and other procedures were performed, and a stent was placed in the left cia. After post-poba was performed, it was confirmed that the stenotic area had a vessel diameter of approximately 8mm, and the procedure was completed. A perclose device was attempted to close the artery; however, it was unsuccessful; therefore, surgery with local anesthesia was performed. It was found that intimal detachment and dissection from the distal stent to the puncture site occurred, preventing the perclose device from achieving hemostasis. The vessel was repaired with a synthetic graft. Hemostasis was achieved via surgery. The physician believes that intimal detachment and dissection were due to severe calcification, repeated device insertions and poba in the abnormal tissue lesion. There was no reported adverse patient sequela. No additional information was provided.